Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the returned impactor were analysed for conformance to print specifications as well as the device history record was reviewed; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on this result we conclude referring to related batch the failure is not due to any manufacturing non-conformances. Note that the instrument is extensively worn out and has been produced in 2005 and the failure cause is related to intensive use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the thread at the distal tip of the impactor broke. There was no reported patient harm. This is report 1 of 1 for (B)(4).